Event description:
A (B)(6) male pt contacted zoll customer support to report that he received a code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the trunk cable connector was damaged and the orange (+5v), yellow (pgnd), and white pulse wires were broken at the connector. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged wires. The root cause of the damaged wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective belt. The patient received a replacement belt.